Event description:
Per the independent repair center, the customer alleged problem is low 02/yellow light. The key failure is the pilot valve is leaking. Associated malfunctions for this device: intake and cabinet filters missing.